Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, heavily calcified, moderately tortuous, de novo, 99% stenosed, mid right coronary artery (rca), the guide wire was positioned and direct stenting was attempted but could not cross lesion. The 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was used with some resistance noted during advancing and during the second inflation at 14 atmosphere (atm) for 15 seconds the balloon ruptured without reported incident. A different non-abbott balloon was used and successfully inflated; a 2.5 x 18 mm xience xpedition stent was deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: mach 1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.